Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af) episodes. It was noted that some episodes fell into the blanking period causing the device to detect the arrhythmia as terminated when it was still in progress. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon secondary review the reported event of high outputs were incorrectly reported on this lead and should not have been reported on this lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that there were no high outputs on ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra lead exhibited high outputs. The patient is a participant in a clinical study. The ra lead was programmed off and remains in the patient.